Event description:
It was reported by the patient that she underwent a sacral-iliac fixation and fusion using rhbmp-2/acs. A surgical intervention was required seven months post-op to remove bony overgrowth. Following the first surgical intervention, the patient now reports that the heterotopic bone growth has continued, and has torn into her disc, muscle and pelvis. She reportedly has undergone an anterior approach surgical intervention to remove bone from her pelvis and muscles and to fuse l5/s1.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. No independent confirmation of the patient's report by a medical professional has been received. Therefore, we are unable to determine the definitive cause of the reported event.